Event description:
It was reported that during an lar procedure, the device was locked on the rectum for the first firing, but then was going to be released before firing, however, the jaw would not open with the release button. There was no feedback to push the button. It was eventually opened by using the manual release lever or by hand several times. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/27/2009. Closure link, yoke. Eval summary: the ec60 device was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. The batch record was reviewed and no anomalies were noted during the mfg process.